Event description:
It was reported that pump experienced malfunction alarm code 16, with no notable events occurring beforehand and no adverse impact to the customer¿s blood glucose level. Customer initially could not complete pump reset because caller was not with pump or patient, and there was no report of blood glucose levels being affected during this time. Customer later called back, completed pump reset with guidance from technical support, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if any future malfunction occurred.